Event description:
The patient was admitted for repair of anterior cruciate ligament (acl), medial meniscus and lateral meniscus. An arthroscopy pump was used to inspect the synovial capsule of the knee. The end of the hose was connected to the cannula, not the scope. The cannula has a larger inner diameter than the scope which could decrease flow resistance. The flow rate was set at 1.5 liters per minute (lpm), and between 50 and 70 mm hg pressure. During the examination of the knee, the patient's synovial capsule ruptured and there was a large amount of fluid extravasated into the suprapatellar pouch. The case was aborted, and the patient's knee and thigh, which was firm, swollen and tender was monitored overnight to ensure she did not develop compartment syndrome or circulatory compromise. She was rescheduled for surgery at a later date. Evaluation of the pump revealed that pressures can be inadvertently overridden during movement of the patient's knee done as part of the procedure. Smaller patients with smaller compartments may have a higher pressure when the knee is moved, increasing the risk of synovial rupture. A second pump and tubing set was called for and used, showing similar problems. Representative of manufacturer was present when problems were observed.laboratory testing was conducted on the devices. In testing the 2 sets with a pressure of 20 mm hg, the observed pressures ranged from 28-60 mm hg for tubing set 1, and 24-155 mm hg for set 2. When the pressure was set at 60 mm hg the pressures were 69-151 mm hg and 67-159 mm hg, for the two sets, respectively.clinical testing was conducted on a third device. Pressure, flow and overpressure readings was observed in subsequent tests showing the following:45 mm hg set- 1.0 lpm flow- 120 mm hg max pressure observed. 50 mm hg set- 1.0 lpm flow- > 250 mm hg max pressure. 50 mm hg set- 1.5 lpm flow- 230 mm hg max pressure.55 mm hg set- 1.0 lpm flow- 163 mm hg max pressure. Recommendations- manufacturer should evaluate tendency of system to over-ride the set pressure which may result in patient harm. Staff should use lowest flow and pressure settings to provide needed visibility. Always auto-calibrate unit. Knee should be bent and twisted as slowly as possible to allow drainage.manufacturer response for arthroscopy pump, flosteady (per site reporter): they are evaluating the device and re-educating the surgeons to ensure that the device is calibrated prior to use.